Manufacturer narrative:
The insulin pump was received with high idle current due to open traces on the lcd driver on the lcd board. No unexpected off no power, low battery or battery out limit alarms noted during our testing. The insulin pump had cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating a low battery alarms on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that stated that the new battery cap sent to them did not resolve the issue. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.

Manufacturer narrative:
The information provided for date of this report in section b.4 was incorrect with the initial medwatch report. The correct date has been provided with this report.